Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, prior to use the device was flushed with saline but no bleed back was noted. The device was still used and it was noted that blood came out from the suture cutter of the device. It should be noted that the prostyle instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. Additionally, it was reported that this was an arteriotomy closure of the left subclavian artery using the pre-close technique. It should be noted that the IFU states: the perclose prostyle suture-mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the IFU deviations contributed to the reported event. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: code 1494 - incorrect anatomy, code 2017 - failure to follow steps / instructions. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the left subclavian artery using the pre-close technique via an 8f sheath hole prior to a left axilillary impella placement interventional procedure. The sutures of two prostyle devices were successfully pre-placed. Reportedly, the patients subclavian was deeper than normal and when the prostyles were placed there was not significant (pulsatile) blood flow from the marker lumen; however, the prostyle sutures were still deployed. The sheath was upsized to a 14f and the impella procedure was completed. Reportedly, hemostasis was not achieved with the two pre-placed prostyle sutures. Balloon tamponade was used; however, hemostasis was not achieved. A covered stent was used and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.